Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced a non st segment elevation myocardial infarction (nstemi). The target lesions being treated were located in the proximal left anterior descending (lad), mid lad, and the 1st diagonal branch. Due to acute coronary syndrome, the physician deployed five drug eluting stents in the target lesions. Two non-bsc stents (3.5x18mm and 3.0x33mm) were implanted in the lad, a 2.25x24mm taxus atom and two non-bsc (3.0x9mm and 2.5x30mm) stents were implanted in the 1st diagonal. Post procedure residual stenosis was 0%. During the index procedure, the 1st diagonal branch was jailed with timi flow 0. This was due to plaque shift from the proximal lad causing the vessel to shut down. After multiple attempts, the vessel was unable to be re-opened. Post-procedure angiogram was performed of the 1st diagonal branch with timi flow 1. The patient received a peri-procedural loading dose of clopidogrel 600 mg, and was started on aspirin 325mg dosing. One day later, a nstemi was reported which prolonged hospitalization. The patient began 75 mg clopidogrel dosing. The nstemi was successfully resolved and the patient recovered. The patient was discharged 2 days post-index procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the electrocardiogram received on (B)(6) 2011 revealed that the electrocardiogram on (B)(6) 2010 revealed sinus rhythm with short pr with frequent premature ventricular complexes and possible premature atrial complexes. There was a t wave abnormality noted with a consideration of an anterior ischemia.

Manufacturer narrative:
(B)(4).